Manufacturer narrative:
Device evaluated by MFR: the retrieval sheath was not returned. During the visual and microscopic examination, the radiopaque distal tip of the protection wire was found stretched approximately 1 mm on its proximal portion. Approximately 2.4 cm of the radiopaque distal tip portion of the protection wire (part of the coil and wire tip) was found broken off (detached). The detached portion was missing and not returned. The filter bag was found deployed. Blood was found on the inside of the delivery sheath and inside the filter bag. The distal portion was found curved and kinked approximately at 6 mm, 4.5 cm, and 5 cm. The distal sheath was found deformed (wrinkled). The wire was found kinked approximately at 109.5 cm, 110.3 cm, and 110.7 cm, when measured from the distal end of the delivery sheath. The filter bag was observed to be in good condition and met specification. The peel away test was also performed successfully, no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that there was difficulty using the device. A 190 cm filterwire ez¿ was used for carotid angioplasty. During procedure, it was noted that the device was not possible to use. The physician positioned the device in the internal carotid artery and noted difficulty using the device, even after several attempts. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed that approximately 2.4 cm of the radiopaque distal tip portion of the protection wire was found broken off (detached).